Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing dizziness and an episode of syncope. While at the hospital, some pauses were noted on the holter and loss of capture with high thresholds were observed on the right ventricular channel. Some undersensing issues were also noted on the right atrial and ventricular channels. Surgical intervention was performed and the physician attempted to reposition the leads but did not have any success as the measurements observed were not acceptable. The leads were explanted and some insulation damage was seen with both leads. The leads were replaced and the device continues to remain implanted and in service. No additional adverse patient effects were reported.